Event description:
During an upper endoscopy procedure, a cook instinct endoscopic hemoclip was used to treat a bleeding ulcer in the second part of the duodenum. The clip was closed onto the tissue. When they attempted release of the clip, the spool of the handle broke free of the drive wire [drive wire disconnected from handle]. The clip could not be reopened for removal from the tissue site. The clip was pulled off the tissue while in the closed position. A clip made by another MFR was needed due to the clip being pulled off the tissue and to finish the originally planned procedure. A section of the device did not remain inside the pt's body. Other than placing an add'l clip on the site where the closed clip was removed (during the same endoscopy procedure), the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use contains the follow precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.